Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. During a visual inspection three pin size holes were found on the cassette membrane. Damage and another pin size hole were also found on the edge of the cassette left dome. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported encountering an air in the cassette warning during fill 3 of 5. The patient stopped the treatment and disconnected the tubing set. When removing the tubing set the patient noticed some fluid inside the cycler cassette compartment. Follow up with the patient's caregiver indicated the patient did not experience any adverse events as a result of this incident. The nurse had been notified and the patient was prescribed some antibiotics prophylactically. The patient's effluent was clear.